Manufacturer narrative:
Pharmacovigilance comment: sanofi initial company comment dated (B)(4) 2014: this case concerns a male pt who experienced bilateral gonarthritis while receiving treatment with synvisc for gonarthritis. In this case, the causal role of synvisc cannot be excluded for the occurrence of the event, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.

Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from the internist. This case concerns a (B)(6) year old male pt was concurrent conditions were reported. Past drugs included steroids unspecified and hyaluronate sodium (artz) for 2 years. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injection, at a dose of 2 ml(frequency, batch/lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2014, the pt received the second dose of synvisc injection at a dose of 2 ml. Subsequently, (14 days after starting treatment with synvisc), the pt complained of pain in both knees and pt developed bilateral gonarthritis. The same day, treatment with synvisc was discontinued. Arthrocentesis was performed and 25 ml of fluid was aspirated from right knee and 10 ml of fluid was aspirated from left knee. The c-reactive protein level was 3.9 mg/dl. Also, reported that the bacterial gonarthritis was ruled out. The pt initiated treatment with steroids (unspecified) and antibiotics (unspecified) for the event of bilateral gonarthritis. Outcome: not yet received. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Bilateral gonarthritis. Serious assessment: bilateral gonarthritis: serious (required intervention). Reporting internist's causality assessment: probable.